Event description:
The customer reported the system displayed a stator not on error code, thereby failing to produce fluoroscopy x-ray.

Manufacturer narrative:
A ge service representative performed an on site investigation. All connectors were reseated and the high voltage cable assembly was tightened. The system was then found to be operating as intended.